Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Date of event is unknown. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The rhino-laryngo videoscope was returned to the service center with a report of the image disappears when the angulation is undergoing bending. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, exhibited that there is bending section cover and the bending section cover adhesive had foreign material. There was no patient involvement.¿